Event description:
It is reported that the universal modular electric/battery double trigger handpiece was very noisy and the motor stutters. In addition, the trigger function is disabled, once the handpiece motor is started it will not shut down by releasing the trigger. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.